Event description:
The following information was provided to gore: on an unknown date a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was intended for use in the radial cephalic/basilic artery during treatment of an arteriovenous graft (avg) (unknown manufacturer) revision due to bleeding. The physician reported that during this avg revision, the procedure went normal, until it came to the placement of the viabahn device. There was a side branch quite near where the avg bled and a lot accuracy was required. The physician thought that initiating the deployment of the viabahn device a little bit and then positioning to the intended anatomical location would work perfectly. When the viabahn device was expanding, the distal end was opening, then the physician adjusted the position by pulling the system backwards and suddenly the physician noticed that the viabahn device expanded fully, without pulling the deployment knob fully out. This covered the side branch; however, it was noted that this did not cause any issues for the patient. The viabahn device was not repositioned after the implantation. The hospital had to place another viabahn device to complete the procedure, because the first viabahn device was too short from the other end. The procedure was completed without any issues.

Manufacturer narrative:
A2, a3, a4: patient information was requested, but stated to be unknown. H6 code b22, c20: the serial number remains unknown. Therefore, a review of the manufacturing records could not be performed. H3 other; h6 code b20, c20: the device remains implanted in the patient. Therefore, a device evaluation could not be performed. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. According to the instructions for use (IFU) for the gore® viabahn® endoprosthesis with propaten bioactive surface, following precaution is mentioned: "once deployment is started, repositioning the endoprosthesis should not be attempted." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3 other; h6 code b20, c20, d1102: a unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. This complaint was initiated based on information received from the field. The reported information indicates a potential device malfunction has occurred. Additional information was requested; however, the following information was not reported to gore: a) unique device identification, b) clinical images enabling direct assessment of product performance, or c) product. The available patient information did not add relevant information to further the device functionality investigation. The information provided to gore cannot be connected to a specific device. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined. Based on the information provided, the cause of the complaint is consistent with the potential use error of attempting to re-position the vsx device during deployment.